Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found due to poor water-tightness of cable unit, the endoscopic image cannot be displayed, and dirt on coupler unit. Based on the results of the investigation, it is likely that the following led to the malfunction: due to damage on cable unit, and the endoscopic image cannot be displayed. A DHR review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): in en-ch-s400-xz-eb_om_ra6201_6.0 is stated ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, there was no image when using the subject device during a ligament plastic surgery. The procedure may have been extended to ten (10) minutes. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. This report will be supplemented when additional information becomes available.